Event description:
Dealer called sunrise medical on (B)(6) 2013 to report a malfunction. The dealer reported that both of the backrest brackets had broken. The dealer initially reported that he didn't have any details as to what the end user was doing when both brackets broke. The dealer did state that the end user hadn't fallen nor were there any injuries due to this malfunction.

Manufacturer narrative:
Sunrise medical has been unsuccessful on multiple attempts in contacting the dealer for more information on the events that led to this malfunction. In the event that the dealer does provide more information, a supplemental report will be filed. It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.